Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported a percutaneous transluminal angioplasty was performed and an angio-seal was selected for closure. The pre-insertion angiogram was unremarkable and the puncture to the common femoral artery was an appropriate 4mm in size. A few minutes after deployment, the patient was complaining of a cold leg. An ultrasound was performed, which revealed a lack of blood flow near the location where the angio-seal was deployed. The same afternoon, a CT scan was performed, which revealed the same results as the ultrasound, a lack of blood flow. Later that same evening, the patient underwent surgery and the angio-seal was removed. The patient was reported to be fine after surgery. The event, implant, and explant dates were month specific, occurring sometime in (B)(6) 2010.